Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient wants to optimize distance vision without losing near vision. The iol was exchanged for non-company lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4.,d.10. Additional information was added in d.9.,h.3., h.6. And h.11. The lens was returned with a small piece of white medical sponge in a plastic bag. Viscoelastic was dried on the lens. The optic was cut into pieces, typical of insertion and removal. The optic portions have cracks into the lens material on the anterior and the posterior surfaces near the central optic zone. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. The specific name of the associated handpiece was not provided; however, the questionnaire response for the selection of handpiece used was, "other". This answer would indicate that a non-qualified handpiece was used. A non-qualified viscoelastic was also indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned in pieces with additional optic damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage present across the anterior and posterior surfaces of the lens. The toric lens (1.50 cyl.) 22.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal toric 22.0 diopter lens. The initial report indicated that a facility representative reported an explanted iol with patient reason is wants to optimize distance vision without losing near vision. The information that a multifocal toric was removed and replaced with a monofocal toric of the same diopter would suggest that the monofocal was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).